Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-00542 for delivery device used with this lens.

Event description:
The haptic of the lens broke while it was being inserted into the patient's eye using the delivery device. The lens was removed and replaced.